Event description:
It was reported that the customer had trouble uploading to carelink. No further information reported.

Manufacturer narrative:
Unit was downloaded properly to carelink pro, however, several a47 alarms were found at the alarms history file. A47 alarms due to a corrupted history file. No cosmetic damage noted.